Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to wound dehiscence. The patient reported a small opening with bloody, clear, foul-smelling drainage coming from the site. The patient was admitted to the hospital, started on intravenous antibiotics, and a wound vacuum was applied. Additional information indicated that the plan for pocket revision was successful. The pocket was irrigated copiously with antibiotic solution and the device with leads attached was submerged into an antibiotic irrigation solution for several minutes during the pocket irrigation and revision. The device was then placed into a competitive pouch, reinserted into the pocket and then the pocket was closed. No additional adverse patient effects were reported. This ra lead remains in service.